Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump has cracked case at the display window corners, display window, reservoir tube, reservoir tube lip, reservoir tube window, battery tube threads, minor scratched lcd window and stained and shifted end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that pushing the up button caused numbers to ramp on the display. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the call was about 147 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.